Event description:
The device was returned to the service center with a report from the customer contact during preventive maintenance testing at the user facility the device alarmed with a check cassette error code. This does not indicate a reportable malfunction. However, during testing at the service center the device proximal pressure sensor was found to have drifted out of calibration.

Manufacturer narrative:
During testing at the service center the device alarmed for check cassette p during the delivery accuracy test. Further testing found the device pressure sensor had drifted out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.